Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +19.5 diopter, could not be loaded and there was no patient contact. The reporter indicated it was unknown if the lens was damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens vial in a plastic ziploc bag. Visual inspection found the haptic torn. Claim#: (B)(4).